Event description:
A report was received that the patient abdominal pain was worsening. It was also noted that the patient is only getting left side stimulation. The patient underwent a lead revision procedure in which the lead was repositioned. The patient was doing well postoperatively